Event description:
It was reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) and epithelial ingrowth in the right eye one week post treatment. The fluorometholone (fml) drops were prolonged to four times a day for one week, and then discontinued. The flap was relifted to remove epithelial ingrowth a week later.

Manufacturer narrative:
Corrected data: age: (B)(6). Date of birth: (B)(6) 1983. Gender/sex: male. Device available for evaluation: yes. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The institute was reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.